Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the ultrasonic air sensor (uas) latch broke off. There was no patient involvement.

Manufacturer narrative:
Per the user facility's biomedical technician, the reported non-clinical activity was during a routine check of the unit.